Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 457 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm and which was resolved by changing infusion set and the customer also reported that last time when the insulin pump received insulin flow blocked alarm the blood glucose level was 140 mg/dl to 150 mg/dl. The insulin pump will not be returned for analysis.